Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) left an open clamp on an unused supply line during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that an unused supply line clamp was left open. The technical services representative assisted the patient in clearing the alarm. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.